Event description:
It was reported while testing with the bd bactec¿ fx, instrument top, packaged, the instrument produced false positive results. Confirmatory gram and subculture testing was performed and the result was negative. Erroneous results were not reported and there was no patient impact. The following information was provided by the initial reporter: false positives.

Manufacturer narrative:
Investigation summary. Customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd field service engineer was dispatched and confirmed that the false positives are caused due to onsite power failure. This is an unconfirmed failure of the bd product as the issue is caused due to onsite power failure. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device installed on (B)(6) 2017. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was due to onsite power failure. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while testing with the bd bactec¿ fx, instrument top, packaged, the instrument produced false positive results. Confirmatory gram and subculture testing was performed and the result was negative. Erroneous results were not reported and there was no patient impact. The following information was provided by the initial reporter: false positives.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.